Event description:
It was reported that the seven months post implant of the implantable cardioverter defibrillator (ICD) the patient had a pocket revision. It was also noted that the impedance on the superior vena cava (svc) coil of the right ventricular lead was high and triggered and alert. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2013; 4194 implantable pacing lead (B)(6) 2013; d314trm implantable cardioverter defibrillator (B)(6) 2013. (B)(4).